Event description:
Patient representative reported on the left side "began to feel pain","with prominent radial folds", and "minimal amount of bilateral peri-implant fluid." Device remains implanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "began to feel pain", "with prominent radial folds", and "minimal amount of bilateral peri-implant fluid."